Event description:
Customer reports the following: "biomed reported pump problem alarm. Pins were cleaned and ran test infusions, error returned. Waiting for biomed to power on pump to get logs. Biomed confirmed did a full power down and alarms continued and confirmed no patient harm." Preliminary review indicates that this was due to a damaged downstream pressure sensor. This did not stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. The pump was failing due to a potential damaged downstream pressure sensor. The pump was disassembled and that dsps was removed for inspection. The dsps was observed to be in proper working order according to manufacturing standards. Upon investigation, it was observed that the fva flag pcba had a faulty component at location u7. U7's ball bearing sensor was depressed into it housing and could not be dislodged. This would cause the fva flag pcba sensor to not properly detect the actuations of the dsps and thus trigger a pump problem alarm. The fva flag pcba was replaced with a "golden" testing board to see if the initial problem would still present. After several tests, the pump functioned normally without any error messages.